Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding lcd glass. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding lcd glass. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump had a blank display. Customer stated the pump fell and had a black scuff/mark on corner of screen. When customer pushes the act button it is bringing up things one by one, then it goes blank. Customer's blood glucose was 140 mg/dl. The customer was advised the pump will be replaced and revert to back up plan.